Event description:
It was reported that 40 days after placement, the patient presented in the study with pain and therefore the implant had to be removed.

Manufacturer narrative:
Zimmerbiomet complaint number cmp ¿ (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), smoker. The reported device was located on tooth # 26 (fdi) and was used for approximately 37 days. DHR review was completed for the subject lot number (1249138). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1249138) for similar events and no other complaint was identified. Review completed utilizing keywords: pain. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur, and the reported event was non-verifiable with the information provided.